Manufacturer narrative:
Updated section h6 type of investigation from device not returned to device discarded.

Event description:
The customer reported that the rn felt like they engaged the safety needle mechanism but later her thumb was sore. No blood or open area noted. No additional information is available.

Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. No actions are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.